Manufacturer narrative:
Follow up #1 submitted: 01/11/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The device was returned to the manufacturer and investigated on 12/16/2015 with the following findings: review of the black box data revealed unexplainable power on reset events recorded. The returned battery cap secured to the pump and maintained electrical connection. The battery compartment was found to be cracked below the bumper pad. No evidence of moisture was found inside the battery compartment. The pump was exercised for 24 hours with no power interruptions occurring. The pump case was removed and no intermittent conditions or moisture was found inside the pump or within the power circuit. Investigation did not duplicate the alleged ¿no power¿ issue. Unrelated to the original complaint, the display was found to be dim, faded, and discolored.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(4) 2015, the distributor contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.